Manufacturer narrative:
Unit received with high sleep currents and alarmed pump error 75 during self test followed by pump error 68, pump error 49 and pump error 23 due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed with multiple pump errors. The customer¿s blood glucose was 127 mg/dl at the time of the incident. Troubleshooting was performed and the pump error alarms were cleared. However, performed the self-test and did not pass. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.